Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 7:00 a.m. The meter result was 6.0 inr and within 7 hours the laboratory result was 3.1 inr. All medical decisions were made based on the laboratory result. The patients therapeutic range is 2.5-3.5 inr and tests once a month. The patient is in stable condition.